Manufacturer narrative:
On (B)(6) 2015 return requested for computer. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer was working slow and had issues at boot-up. Hardware failure: computer boot-up. There were too many exams in the hard drive. The system had only 13% of free hard drive space. Several exams were deleted. Also several core files were deleted. Issue resolved. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The power supply cord was a bit loose. The power supply cord was tightened. Issue resolved. System performed as intended.

Event description:
A site physician reported that, while in a cranial procedure, the navigation system monitor screen intermittently became unresponsive. At times they were not able to re-boot the navigation system. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.